Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused insulin. This was during a primary infusion with volume to be infused 100ml at 6ml/hr and a total dose of 6 units/hr (1 unit = 1 ml). It was reported by the customer that the bag was empty in 20 minutes and should have been infused over hours. The nurse visibly noticed that too much of an infusion had gone in too quickly. The patient became hypoglycemic and had to receive IV push dextrose to maintain blood sugar levels and also had to have hourly labs and continuous observation. No additional information is available. .

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found within specification in relation to the reported over infusion. No component could be identified for causality. Should additional relevant information become available, a supplemental report will be submitted.